Event description:
Information received indicates the ground loss light was flashing.

Manufacturer narrative:
The technician found the ground pin was intact and no signs of damage. He suspected that the molded plug had an open ground wire internally. He replaced the ac plug to repair the bed.